Event description:
It was reported that the atrial lead exhibited high impedance and high thresholds. No intervention was performed at this time, the lead remained implanted. The patient would be monitored.